Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the site of insertion of the introducer had to be sutured. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.